Manufacturer narrative:
Correction to b5: update the quantity to "five (5)". Additional information: b5, d9, d10, h3, h4, h6 (update codes), h11. B5: the issue occurred during infusion of fat emulsion injection. H11: four (4) actual devices, photos and a video of the samples were provided for evaluation. Visual inspection of the photos and video noted that the chamber was disconnected from the tube. Visual inspection of returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by inserting the spike into a saline bag. During testing, the first sample showed a hole beneath the regulator along with excess solvent; however, no disconnections were observed. In the second and third samples, no liquid flow occurred due to solidified medication in the tubing causing occlusions, and a disconnection between the tube and the chamber was observed in the third sample only. The fourth sample did not show any abnormalities. The reported condition was verified in three samples. The cause of the condition was determined to be related to manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had a breakage at the interface, where the adhesive was not secure. This occurred during surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.